Manufacturer narrative:
The pump was unable to prime during prime test due to faulty force sensor resistor. The pump passed the rewind, basic occlusion and displacement test. There was no motor error alarm noted. The motor passed motor test. The pump was received with cracked display window corner, reservoir tube lip, and minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's pump had motor error alarm. No further information provided.